Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient suffering from metal on metal complications. Additional information received from litigation on 05/09/2018: updated incident description to: allegedly the patient was revised due to cocr corrosion. (Left), updated implant and explant dates, and located invoice.